Manufacturer narrative:
Investigation conclusion: the evaluation of the returned device confirmed the report of pump thrombosis. In addition, the evaluation of the submitted system controller log file confirmed the report of elevations in pump power/estimated flow. The submitted system controller log file contained data from (B)(6) 2018 and showed the pump operating at the fixed speed of 9400 rpm. Pump power and estimated flow widely ranged from 5.4-11.9 watts and 4.4-12 lpm, respectively, and appeared to trend upward over time. Average pi values ranged from 2.2-7.1 and appeared to trend downward over time. Despite the observed changes in pump parameters, no atypical alarms were captured and the pump speed remained above the low speed limit for the duration of the log file. Based on previous complaint experience, elevations in pump power over 10 watts as well as an upward trend in pump power/estimated flow values coupled with a downward trend in average pi over time could indicate potential pump thrombosis in contact with the rotor or bearings, which is consistent with the evaluation findings of the returned device. Upon disassembly of (B)(4), examination of the proximal side of the outlet stator revealed a moderately sized thrombus formation situated adjacent to the outlet bearing ball and in contact with two stator blades. The thrombus lacked laminated layering, suggesting that it did not initially develop in the outlet stator; however, its specific origin could not be determined. Although a duration of time for which it was present in the device could not be conclusively determined, the thrombus was not adhered to the blood-contacting surfaces and showed no evidence of denaturation while no concentric contact marks were noted on the rotor outlet section or the outlet bearing cup, suggesting that it was not present in the pump for a prolonged period of time. Examination of the remaining blood-contacting surfaces revealed no evidence of any additional depositions or thrombus formations. The evaluation could not determine a specific cause for the development of the observed thrombus formation; however, the thrombus could have increased the drag on the spinning rotor to result in the reported elevations in pump power/estimated flow. Microscopic inspection of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portions of the driveline did not reveal any wire discontinuities or shorts. Following cleaning, functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values and the device operated as intended. The heartmate ii lvas IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 2 years 4 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assistance device (lvad) on (B)(6) 2016. It was reported that the patient presented to routine clinic visit with power and flow elevations as high as 11-12¿s in the history. Patient currently with flow around 10.5 and power 8.9. The patient is currently with flow around 10.5 and power 8.9. Log files reviewed by tech services show an increase in pump power while the pi value is on a downward trend. A pump exchange was performed on (B)(6) 2018 for reported pump thrombosis.